Event description:
Product problem: the quadlumen broke inside the patient. Event narrative: it was reported that during removal of the ancure delivery system, the quadlumen broke, leaving the balloon and the jacket guard inside the patient. The pieces were removed successfully using a snare catheter.